Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit was reviewed for the past 6 months (01/30/2015 to 07/29/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil was returned and inspected. The vacuum pump oil was discolored, indicating wear. The reason for return of the vacuum pump oil was confirmed. The catalytic converter was returned and tested. The catalytic converter exhibited a mist. The reason for return of the catalytic converter was confirmed. The adapter converter was returned and tested. The adapter converter exhibited no mist. The reason for return of the adapter converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited no mist. The reason for return of the oil mist filter was not confirmed. The assignable cause of the haze/mist/vapor is the catalytic converter, vacuum pump oil, converter adapter, and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter, adapter converter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "smoke/mist" (haze/mist/vapor) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. The customer aerated the area until the mist dissipated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.